Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 507652 implantable pacing lead (B)(6) 2001. (B)(4).

Event description:
It was reported that the patient had problems sleeping at night and thought the device had settled ¿wrong¿ inside the patient. The patient had pain and discomfort above the incision line. A pocket revision was done and the device was explanted and not replaced. It was noted that the patient is part of the (B)(6) study. No patient complications have been reported as a result of this event.